Manufacturer narrative:
Used (B)(6) 2019 as event date as the exact date was not provided. (B)(6). Device is a combination product.

Event description:
It was reported that the patient died. A synergy stent was deployed in the proximal left circumflex artery with no reported complications. Four days later, the patient presented to the emergency room (ER) with chest pain. The patient died in the ER with the suspected cause of the death being stent thrombosis. An autopsy was not performed and the official cause of death was not determined.